Event description:
It was reported that the customer passed away form a heart attack. No further details were provided at the time of the phone call. The spouse stated that she will call back to complete the report when she has time. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.